Event description:
(B)(6) received notification from that a patient with a non-(B)(6) thv valve [evolut, medtronic], underwent an explant procedure due to thrombosis. A 23 (B)(6) inspiris valve was subsequently implanted in the aortic position. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).